Event description:
It was reported that the footswitch cable is defective and caused an error 6 "footswitch error" when powered on. Case completed with another footswitched and there was no pt consequence.